Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported the test did not start on his adc blood glucose meter after a test strip was inserted into it and noted his meter had not been working for a month. Customer further reported that "last week" (customer could not recall the date) he experienced "blurring of vision, dizziness and did not know what (he) was talking about". It was further reported he subsequently experienced both a loss of consciousness and a seizure. Paramedics were called and he was transported to a local healthcare facility. Customer reported he was diagnosed with hyperglycemia, but did not know what treatment was rendered either by the paramedics or at the hospital. Customer indicated he was hospitalized for four days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1361004) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.